Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified external iliac vein. A 14-4/5.8/75 xxl vascular balloon catheter was advanced for post-dilation. However, on initial inflation at 5 atmospheres for a few seconds, the balloon ruptured. The device was completely removed and another 14-4/5.8/75 xxl vascular balloon catheter was advanced for post-dilation. However, on initial inflation at 5 atmospheres for a few seconds, the balloon also ruptured. The device was completely removed and the procedure was completed with a 12 x 40 charger balloon catheter. There were no patient complications reported.